Event description:
A report was received regarding a memory lens which had been implanted in the pt's right eye in 2000. At exam 7 months later opacification of the implanted device was diagnosed. Visual acuity recorded as 20/50 od. The surgeon explanted the device on in 2003. Prognosis reported as fair, corneal status good. No further info is available at this time.